Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that therapy was turning off by itself. Whenever the patient turned on her pain stimulator, from a different manufacturer, about 4 days later she would have a loss of therapy. There was wetting and the change in therapy/symptoms was considered gradual. When she checked her implantable neurostimulator (ins) after this she found stimulation was off and would turn it back on. The patient was going to keep the pain stimulator off and the ins was staying on now. The issue was not related to positional movement. The issue started to occur in (B)(6) 2015, and had occurred in (B)(6). It was noted that the patient usually pressed "all" buttons while connecting. The patient was going to meet a healthcare professional (hcp) and a manufacturing representative (rep) in the near future. The patient later reported that they were going to notify their managing physician about the issue on (B)(6) 2016. The patient did not know the circumstances that led to the device turning off and loss of therapy. It would just turn off and she would start wetting herself and would know it was off. This happened a lot. No steps had been taken yet to resolve the issue. The patient was going to see the doctor on (B)(6) 2016.

Event description:
Additional information received later indicated that the health care provider (hcp) was notified. The patient did not know what led to device turning off. She just started to wet herself and found out it was off and kept turning off. The patient has an appointment on (B)(6) 2016 with hcp to talk about device turning off and loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.